Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect removal. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the procedure was to treat a mildly calcified lesion in the mid proximal superficial femoral artery. During the procedure there was difficulty deploying a 5.0 x 200 mm supera self-expanding stent (ses). The deployment lock was inadvertently not unlocked before retrieval of the ses. The ses partially deployed in the introducer sheath. An unspecified balloon catheter was used to push the ses out of the sheath, causing elongation greater than 10%, and therefore part of the stent is in healthy tissue. The stent was ultimately deployed in the target lesion. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The difficulties reported were the result of failing to unlock the deployment lock to fully deploy the stent prior to withdrawal. It should be noted that the supera instruction for use instructs: while maintaining increased magnification from step 3, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. Important: confirm under fluoroscopy that the entire supera stent has fully emerged from the outer sheath and is released. The investigation determined that the reported difficulties were likely user related. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.